Manufacturer narrative:
Product analysis: analysis confirmed that the atrial output connector was broken, and the connector nut was lose. However, it could not be confirmed that the output was not at 100 percent. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial socket and was not pacing 100 percent. The epg was returned for service. No patient complications have been reported as a result of this event.